Event description:
It was reported that the patient experienced pain due to loss of stimulation to the target area, the left thumb. The patient underwent a revision procedure where their spinal cord stimulation system was explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7073766. Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7073763. Product family: scs-lead fixation-MRI. Upn: unk-m-sc-4319. Model: sc-4319. Serial: unknown. Batch: unknown. The returned implantable pulse generator (ipg) passed inspection and revelated no anomalies. The allegation of loss of stimulation was confirmed. A review of the ipg data longs revelated that the device entered hibernation six times as a result of the thermistor being triggered. The subsequent attempts to recharge the device were unsuccessful and the ipg averaged a maximum voltage of approximately 3.6 volts direct current. The ipg was able to charger in a room temperature environment in one, four-hour charge cycle without any anomalies. In addition, the charging current was also low on charge cycles where the patient was unable to fully charge their ipg. Therefore, the probable cause of the allegation is failure to follow instruction.

Event description:
It was reported that the patient experienced pain due to loss of stimulation to the target area, the left thumb. The patient underwent a revision procedure where their spinal cord stimulation system was explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Product family: scs-linear leads-MRI, upn: unk-m-sc-2408-74, model: sc-2408-74, serial: (B)(6), batch: 7073766. Product family: scs-linear leads-MRI, upn: unk-m-sc-2408-74, model: sc-2408-74, serial: (B)(6), batch: 7073763. The returned scs-linear leads-MRI serial number (B)(6) passed inspection and revealed no anomalies. The reported event was not confirmed. The leads were clearly cut into two pieces approximately 62.5 centimeters from the distal end of the lead. This damage to the device is a result of a typical explant procedure and it is not considered a device deficiency. A labeling review found that undesirable stimulation may occur over time, and this is a known inherent risk with the use of the device. The returned scs-lead fixation-MRI passed inspection and revealed no anomalies. The reported event was not confirmed. The clik x MRI anchor displayed a torn overmold around the set screw. This damage to the device is a result of a typical explant procedure and it is not considered a device deficiency. A labeling review found that undesirable stimulation may occur over time, and this is a known inherent risk with the use of the device.

Event description:
It was reported that the patient experienced pain due to loss of stimulation to the target area, the left thumb. The patient underwent a revision procedure where their spinal cord stimulation system was explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: unk, batch: unk; product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: unk, batch: unk; product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, serial: unknown, batch: unknown.